Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen ¿250¿ via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that eri (elective replacement indicator was expected for this patient but the patient was hearing the pump alarm once every 10 minutes. The agent explained different alarms and how to silence as well as the eri alarm was only once an hour and single tone. The healthcare provider was going to contact the patient to clarify what she is hearing. The healthcare provider also mentioned volume discrepancies in the past 2 months and the patient was having the pump explanted soon as she was on a low dose and didn¿t want to continue with pump therapy.